Event description:
It was reported that withdrawal difficulties were experienced during a cryoplasty procedure. The chronic total occluded (cto) lesion was located in the mildly tortuous and moderately calcified proximal posterior tibial. During repositioning of the .014/2x60mm polarcath balloon catheter, the physician could not withdraw the catheter from a non-bsc guidewire. The physician then attempted to reinflate the balloon but the inflation unit stopped during the treatment cycle. The physician attempted to reinflate the balloon a second time with a new inflation unit, but it also stopped during the treatment cycle. The physician then removed all product from the patient. Upon removal, a distal weld was observed that may have caused the balloon to get caught. There were no patient complications. The procedure was successfully completed with another .014/2x60mm polarcath balloon catheter. Patient status is reported as stable.

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.